Manufacturer narrative:
Device passed the functional testing including the displacement, occlusion, prime/compromised force sensor system and excessive no delivery tests. No motor error alarm or excessive no delivery alarm noted. No damage found on motor. Device received with scratched on display window and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms and motor error alarms. Customer's blood glucose was 420 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.